Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the glow clinical trial (subject ID: (B)(6)). It was reported that female patient underwent a breast reconstruction with an unknown gel breast prosthesis and experienced generalized illness symptoms including pain, muscle cramps, sleep disorders, and hair loss post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On february 07, 2024, it was determined that the patient only had right-sided breast reconstruction; there was no mentor breast prosthesis placed on the left side. Mentor has updated the complaint's coding for accuracy. H6 medical device problem code - clinical code e2402: no product quality issue. Since there is not impacted device for mentor for the left side, no further investigation or reporting will be done on this complaint. Please see manufacturer's report number 1645337-2023-14264 for documentation on the patient's right side. Manufacturer¿s reference number: (B)(4), on (B)(6) 2024, it was determined, after a review of previous information, that the patient only had right-sided breast reconstruction; there was no mentor breast prosthesis placed on the left side.